Event description:
The patient stated that the ok and contrast keypad buttons have been intermittently unresponsive. He stated that he wears the pump in a case in his pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: investigation revealed that the ok button was unresponsive and torn. The ok button contact was inverted. The keypad cover was removed and contamination was observed under all contacts. The bolus button was noted to be punctured. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.